Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer passed away at home. The cause of death was heart attack. The death certificate also states diabetes. The caller stated that the customer had an infection, one month prior to passing, which had gotten into the customer's heart. The caller did not know the customer' blood glucose at the time of passing. The customer was wearing the insulin pump at the time of passing. It was removed only when the spouse call the paramedics, who arrived to transport the customer. The customer did not use sensors. The caller stated that the insulin pump has been given away and cannot be returned for analysis. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.